Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Event description:
Information obtained noting that the explanted device was discarded.

Event description:
Patient presented with a sharp pain and the physician noted that a full revision may be needed. Information obtained that the sharp pain was due to the patient's settings being high and the patient would be brought in to have their settings lowered. The only intervention taken initially was a change in settings for the pain and the patient was not referred for a full revision. Additional information was received that the patient is still experiencing the pain so they were referred for surgery. It was also noted that the patient was hospitalized due to the pain and an increase in seizures. No known surgical intervention has occurred to date. No other relevant information has been received to date.